Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n206778, implanted: (B)(6) 2009, product type: accessory product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Manufacturer narrative:
The previously reported conclusion code was updated to the above.

Event description:
It was reported that a motor stall was confirmed via the event logs to have occurred on (B)(6) 2014, with subsequent tube set on (B)(6) 2014, with no recovery per the event logs. The patient had increased pain, but they were taking oral medications. It had reportedly been a long time since the patient last had magnetic resonance imaging (MRI), and magnetic interaction was also denied. The cause of the motor stall was unknown. There were no audible pump alarms per the reporter and the last pump refill was (B)(6) 2014. It was noted that on the date of the report, they were only going to do an increase in the dose. Troubleshooting was discussed with the reporter, and after the first interrogation, they waited another 20 minutes and checked the status again and was still stalled with no recovery. It was additionally reported that the expected residual volume (erv) was 14ml, and the actual residual volume (arv) was 18ml. They placed drug back in the pump and set it to minimum rate. The patient was being treated with oral medications until the pump replacement was scheduled. No date had been set for replacement. The pump system was being used to infuse bupivacaine and dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump stopped period may exceed tube set occurred. The pump was completely explanted and replaced 2015-(B)(6). The device was returned to the manufacturer. The patient was receiving effective therapy and was alive with no injury.